Event description:
It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level was 222 mg/dl. Customer declined further troubleshooting. No additional event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.